Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. (B)(6) 2024, it was reported that the patient experienced feeling unwell and experienced numbness. When a fingerstick was taken at home the cgm was reading 80 mg/dl and the blood glucose reading was 43 mg/dl. The patient was given sugar by someone and was brought to the hospital by a family member. At the hospital received intravenous treatment with glucose. The patient stayed in the hospital for a total of 4 hours. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.